Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Medical staff reports: "intra-capsular rupture discovered at the MRI". The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, and brown particles. A microscopic analysis was performed which identified broken sharp edge opening assessed as unidentified (tear) opening. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a broken sharp edge opening on posterior due to an unidentified (tear) opening.

Event description:
Medical staff reports: "intra-capsular rupture discovered at the MRI". The device has been explanted. This record relates to the left side.